Event description:
A pt underwent an uneventful laminectomy at the l5 level with application of adcon gel. Pt was discharged the next day. One week later, pt presented with fluid drainage from the wound without fever or back pain. On the 10th post-operative day, pt underwent reoperation. Physician reported that the residual adcon appeared "milky and thick". The dural leak was repaired and the residual adcon was removed. Post-operatively, there were no add'l signs and symptoms of a cerebro-spinal fluid leak, but pt had persistent severe local pain. Pt was diagnosed with diskitis without fever and was not doing well at the time of this report.